Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that ped2-400-12 had resistance, pushwire damage, and prematurely opened and ped2-400-14 had resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery (ica) with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.0mm distally and 3.75mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was within normal ranges. The angi ographic result post procedure was good. It was reported that the doctor was surprised that they had as much difficulty as they did. It was noted that the doctor needed to land the device close to the terminus and it kept falling back which when they recaptured it, it did not react the way they thought it would. One of the devices deployed in the microcatheter, and the doctor was sure they did not bring the catheter past the point of no return. It was noted that the stents were stuck (locked up) in the catheter/had resistance in the catheter in the distal section. The catheters were flushed continuously with heparanized saline. The pipelines became stuck in the distal section during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue was not resolved. The physician did not release the load in the other pipeline (ped2-400-14). The catheter was not damaged. The pushwire was damaged; the distal wire broke off one of the devices (ped2-400-12). Ped2-400-14 pushwire was not damaged. It was also noted that the device (ped2-400-12) opened prematurely in the catheter after resheathing. There was moderate friction or difficulty during the procedure. The pu shwire was not rotated or pulled back at any time during the procedure. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a bmx sheath, phenom plus guide catheter, phenom 027 microcatheter, and 024 aristotle guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only a single pipeline was being used during the event. It was uncertain if the pipeline jumped during deployment. It was noted that it like it dropped with deploying because it was at the terminus.